Event description:
The pt had a mr procedure. The pt was scanned with the synergy body coil with the feet first into the magnet. A folded bed sheet was between the coil cable and the pt. Immediately after the examination, a second degree burn with a blister of 2.4 cm appeared on the left side of the naval.